Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1506, FDA patient problem code(s): 2199.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle's hub separates from the device this event occurred 3 times. The following information was provided by the initial reporter: translated to english. It is reported the customer witnessed hub/ collar separation. (2 of 3). "Multiple phlebotomists sent samples with a complaint that the safety lock on the device gets stuck to the sterile cap during uncapping. These are all from the same lot number 0211178 with exp 07-31-2025."

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2020-12-28. H6: investigation summary: bd received 13 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation and broken pivot shield with the incident lot was observed. Additionally, 13 customer samples were evaluated by visual examination and the indicated failure mode for hub/collar separation in 12 samples and broken pivot shield was observed in the other sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA)(B)(4). H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle's hub separates from the device. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. It is reported the customer witnessed hub/ collar separation. (2 of 3). "Multiple phlebotomists sent samples with a complaint that the safety lock on the device gets stuck to the sterile cap during uncapping. These are all from the same lot number 0211178 with exp 07-31-2025."